Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported a cassette stopped aspirating (stage unknown) during the cataract procedure. The cassette was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A used fms (fluidics management system) was visually inspected. The sample was tested on a laureate console. The bar code was able to be identified and passed the initial calibration on the console. The sample primed and tuned with an ultrasonic handpiece successfully and reached max vacuum. No message code, no fluid or air leaks, and no defects were found. Irrigation and aspiration flow rates were within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).